Manufacturer narrative:
Review of the provided patient files did not reveal any anomaly: proper pacing operations were observed. Based on available information, no issue is suspected on the device.

Event description:
The pacemaker was implanted on (B)(6) 2019. The patient suffers from a dyspnea and obesity. Reportedly, the patient is unable to make any effort. He sometimes suffocates and needs to lie down, using his sleep apnea ventilator. The physician indicated that the patient condition is stable with a good control of the blood volume by diuretic treatment associated with vasodilators and a voluntarily low dose betablocker. No anomaly is suspected at pacemaker level by the physician. The physician is not considering any treatment change. Preliminary analysis did not reveal any device anomaly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2019. The patient suffers from a dyspnea and obesity. Reportedly, the patient is unable to make any effort. He sometimes suffocates and needs to lie down, using his sleep apnea ventilator. The physician indicated that the patient condition is stable with a good control of the blood volume by diuretic treatment associated with vasodilators and a voluntarily low dose betablocker. No anomaly is suspected at pacemaker level by the physician. The physician is not considering any treatment change. Preliminary analysis did not reveal any device anomaly.